Event description:
Healthcare professional reported cysts and rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: cyst : unable to observe as it is a medical event that is not related to the device. Rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.2., h.3., h.6.